Event description:
The external pulse generator (epg) was returned for preventative maintenance and subsequently tested out of specification during ana lysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed that the epg battery assembly failed testing. The battery assembly was replaced, the epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.